Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was performed. The allegation was undetermined. The probable cause could not be determined.